Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that during a hip procedure, the bolt cold welded into the shell.

Event description:
It was reported that during a hip procedure, the bolt cold welded into the shell.

Manufacturer narrative:
An event regarding a disassembly issue during implantation involving a tritanium shell and an impactor bolt was reported. The event was confirmed based on evaluation of the returned devices. Method & results: device evaluation and results: the shell was returned with the impactor bolt still assembled to it. Visual inspection was performed as part of the material evaluation and indicated the following comments: damage consistent with attempted implantation was observed on the female threads of the shell and the male threads of the impactor bolt. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Material evaluation was completed and indicated the following comments: damage consistent with attempted implantation was observed on the female threads of the shell and the male threads of the impactor bolt. Energy dispersive spectroscopy and x-ray florescence spectroscopy were was performed on the shell (astm f136) and bolt (17-4 ph), respectively. The analysis showed that the devices were consistent with their respective drawings. Hardness testing was performed per astm e18 on the threaded stud of the bolt which had a hardness of 47hrc meeting the drawing requirement of 40hrc minimum. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: no medical records were received for review with a clinical consultant. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies.  Complaint history review: there have been no other similar events for the reported lot. Conclusion: the reported event was confirmed based on evaluation of the returned devices. The shell was returned with the impactor bolt still assembled to it. Damage consistent with attempted implantation was observed on the female threads of the shell and the male threads of the impactor bolt. Material evaluation was completed and indicated the following comments: energy dispersive spectroscopy and x-ray florescence spectroscopy were was performed on the shell (astm f136) and bolt (17-4 ph), respectively. The analysis showed that the devices were consistent with their respective drawings. Hardness testing was performed per astm e18 on the threaded stud of the bolt which had a hardness of 47hrc meeting the drawing requirement of 40hrc minimum. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. If further information becomes available to indicate further evaluation is warranted, this record will be reopened.